Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the l-arm rotation cover was disconnected from l-arm. The fse reattached the l-arm rotation cover and secured the cover locking knobs. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the l-arm cover had come out. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.